Event description:
It was reported by the plaintiff's attorney that on (B)(6), 2007 or (B)(6), 2010 an ams mesh device was implanted; the date and model were not specified. Plaintiff's attorney alleges that the plaintiff "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," as well as other damages.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.